Manufacturer narrative:
The comfort curve test strips are the suspect device.

Event description:
Pt reported obtaining a blood glucose result of 323 mg/dl on the advantage system. Within 10 minutes, pt's blood glucose was reportedly retested on a physician's device with a result of 103 mg/dl. No pt injury was reported and no treatment was received. The discrepant result was obtained in the physician's office. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: comfort curve strip lot 549535 with expiration date 3/31/2008.